Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited undersensing of low amplitude signals resulting in the smartpass feature being disabled. Subsequently, the device exhibited oversensing that resulted in delivery of inappropriate shocks. Boston scientific technical services (ts) discussed troubleshooting options. It was reported that tachycardia therapy was programmed off and the patient was sent home with a lifevest. The device was observed to be completely flipped around in the pocket and the electrode was pulled out of position and wrapped around the device. It was reported that the patient suffered from twiddler's syndrome. Surgical intervention was undertaken. The device and electrode were successfully repositioned. An interrogation of the device post revision procedure noted a charge timeout message had been recorded 11 days prior to the revision procedure. Review of stored device memory noted the charge timeout occurred during the inappropriate therapy episodes. Ts discussed that the charge timeout message cannot be cleared and recommended device replacement. Additionally, ts recommended electrode replacement due to potential twisting when wrapped around the device. Device and electrode replacement was planned. No additional adverse patient effects were reported. Available information indicates this product remains implanted and in service. It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. External visual inspection noted an arc mark on the front of the device case. An x-ray of the device was performed. Review of the x-ray noted damage to the internal circuit area around the high voltage capacitors. The device was not exposed to simulated heart load conditions or testing of the defibrillation and sensing functions due to the possible internal damage. Laboratory analysis concluded that the observed damage was consistent with a shock into a shorted lead. Shorting of the lead(s) during a shock is known to cause potential internal damage and laboratory testing concluded that the reported error messages were a result of this damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited undersensing of low amplitude signals resulting in the smartpass feature being disabled. Subsequently, the device exhibited oversensing that resulted in delivery of inappropriate shocks. Boston scientific technical services (ts) discussed troubleshooting options. It was reported that tachycardia therapy was programmed off and the patient was sent home with a lifevest. The device was observed to be completely flipped around in the pocket and the electrode was pulled out of position and wrapped around the device. It was reported that the patient suffered from twiddler's syndrome. Surgical intervention was undertaken. The device and electrode were successfully repositioned. An interrogation of the device post revision procedure noted a charge timeout message had been recorded 11 days prior to the revision procedure. Review of stored device memory noted the charge timeout occurred during the inappropriate therapy episodes. Ts discussed that the charge timeout message cannot be cleared and recommended device replacement. Additionally, ts recommended electrode replacement due to potential twisting when wrapped around the device. Device and electrode replacement was planned. No additional adverse patient effects were reported. Available information indicates this product remains implanted and in service.

Event description:
It was reported that surgical intervention was undertaken. The device and electrode were explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.